Manufacturer narrative:
Follow-up # 2 ¿ (10/03/2014). The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/01/2014 with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter/patient claimed the alleged issue began on (B)(6) 2014 at approximately 10:00am. He tested on the subject device and reported a reading of ¿117mg/dl¿ as compared to a hospital meter¿s (unknown brand) result that he obtained within 30 minutes that read ¿107mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with an unknown type/dose of insulin (self-adjuster) and continued with his usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 2 hours after the issue began, he developed symptoms of ¿light headed, dizzy, weak and blurred vision¿ it was not specified if he received any form of treatment for his symptoms. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from an approved site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the patient¿s meter has been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/8/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.